Event description:
Report received from the USA stating that during surgery "the hose would not stay in the device; it kept popping out." There was a 15 minute delay in surgery to switch out the device. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device has been received by anspach. The device was evaluated and would not connect in to the autolube. This is most likely due to the usage/wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).